Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery (lad). A 10mm x 2.75 wolverine coronary cutting balloon was used to dilate the lesion and on the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications and the patient status was stable.